Event description:
Gunther tulip ivc (inferior vena cava) filter placed in 2004, found to be multiply fractured with one of the thin wire "petals" in 3 pieces in an extravascular location. Filter removed, fragments remain.